Manufacturer narrative:
Discarded.

Event description:
It was reported that during a surgical procedure at the user facility the knife tip broke off. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical interventions.